Event description:
It was found during a period review of the programming history database that a patient had high impedance on after a system diagnostics test. A second system diagnostic test on the same day resulted in normal impedance. High impedance was again seen consistently on later dates. No surgical intervention has been reported to date. No additional relevant information has been received to date.